Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8697597) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information received on 25-nov-2024 indicated that they were able to torque the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint(B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8697597) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information received on 25-nov-2024 indicated that they were able to torque the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay was not clinically significant. A non-sterile EU 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. The distal end of the delivery wire was slightly kinked and stretched. Microscopic inspection was performed on the stent component, and three struts were found slightly kinked. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although a functional test could not be performed due to the detached condition of the stent, the issue reported regarding the stent becoming impeded in the microcatheter is confirmed based on the damaged conditions of the stent and delivery wire. The damages suggest that excessive force was inadvertently applied during the stent advancement which ultimately led to the kinked conditions found on the components. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.